Event description:
Anchor broke inside pt. No pt injury.

Event description:
Add'l info rec'd from MFR 3/3/05: depuy mitek did not previously file a medwatch report on this event. After reviewing the event description in the complaint, and depuy mitek's internal policies and procedures, it was determined a medwatch report should not be filed at this time. Attempts to obtain more info about the event with regards to pt harm or injury were unsuccessful. If depuy mitek should obtain add'l info that would suggest the pt harm or an adverse event medwatch report will be filed.